Manufacturer narrative:
Device passed displacement test. Device alarmed pump error 63 alarm (variable 3) during self test and confirmed in the device history due to broken pin one trace (vdd) on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had received hardware low level failures alarm. Customer's blood glucose value was unknown. The customer stated that they were able to clear alarm. Customer was able to complete insulin pump rewind. The customer performed self test and it did not pass. Troubleshooting was assisted. Fill cannula was not recorded in daily history. The device will be returned for analysis.